Event description:
Revision surgery - the patient was being revised from a deputy extend to a reverse shoulder prosthesis. The doctor requested a 44+8 glenosphere head, but two of the boxes he received were the old style. Fortunately, the third box opened was the new version.